Manufacturer narrative:
(B)(4).

Event description:
Information was received from patient receiving intrathecal medication via an implanted pump system. The patient's therapy for targeted drug delivery for chronic pain was removed in (B)(6) 2014. They stated that the catheter came loose from the spine twice. Additional information was requested to determine what medication was in the pump at the time of the event; what the pump was implanted to treat; when the patient experienced the loose catheter; the catheter serial number; what circumstances led to the loose catheter; and what symptoms the patient experienced related to the loose catheter.